Event description:
It was reported that the patient was not receiving adequate therapeutic benefit. The patient had a history of open electrodes on the 0 electrode, reason was unknown. A revision of the implantable neurostimulator (ins) was scheduled. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial# (B)(4). Implanted: (B)(6) 2011, product type extension. Product ID 3387s-40, lot# v553427, implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
Additional information received reported that both batteries were replaced and the impedances are now normal. The physician realized that the extensions were not screwed in tightly on both sides. The patient outcome was not provided.